Manufacturer narrative:
(Review of post-operative x-rays from the case). The device associated with this report was not returned. A review of the complaint database confirmed that there have been no previous reports of this issue. Review of device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. Internal investigation based on the info received could not determine if and the extent to which the kneealign tibial jig contributed to intra-operative tibial fracture. All available info (including risk analysis and health hazard eval) have been placed on file in quality mgmt for appropriate tracking, trending and follow up. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be reopened.

Event description:
During total knee arthroplasty (left leg) pt obtained an intra-operative tibial fracture that extended from the resection plane to the medial 1/3 of the tubercle. The split extended approx 1 inch from the resection plane distally and approx 1/2 inch posteriorly at the resection plane. Surgeon was able to make tibia resection using the kneealign system successfully. Kneealign tibial jig was removed from the pt, during preparation with zimmer nexgen tibial fin punch (broach), the tibia was fractured. Surgeon was able to complete the surgery successfully.